Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 370 mg/dl and a high ketone level. Customer was treated with intravenous saline and insulin, and was discharge approximately 20 minutes later on (B)(6) 2024 with the reported issue resolved and no permanent damage. Reportedly, the cause for the reported issue was due to the pump battery depleting quickly resulting in the pump shutting off. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new information become available, a supplemental report will be submitted.